Manufacturer narrative:
Product ID: 748251 lot# serial# (B)(4), implanted: 2004 (B)(4), product type extension product ID: 3387-40 lot# j0417811v, implanted: 2004 (B)(6), product type lead. (B)(4).

Event description:
It was reported ¿anxiety was setting in¿ for the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient's right implantable neurostimulator had "spontaneously turned itself off." This occurred while the patient was shaving. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.